Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-oct-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings and replace battery alarms. The battery compartment was found to be cracked. There was corrosion in the battery compartment. The pump leaked at the battery compartment during leak testing. The pump electrical current draws were tested and found to be high. The pump was opened; moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.